Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patent¿s s1 lead migrated. As such, patient lost therapy. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the patient suffer a fall prior to the lead migration. Surgical intervention took place on (B)(6) 2019 wherein the s1 lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.